Manufacturer narrative:
.

Event description:
It was reported on (B)(6) 2015 that this patient had both the lead and generator explanted on (B)(6) 2015 due to infection. The patient was not replaced with new devices as they are waiting on the infection to clear. The patient had a recent full replacement a month prior on (B)(6) 2015. The returned product form also indicated wound dehiscence as the reason for the explant as well as infection. The explanted lead and generator were received for analysis on (B)(4) 2015. Product analysis is underway but has not been completed to date.

Manufacturer narrative:
Corrected data, suspected device UDI was inadvertently left out of the initial MDR: (B)(4).

Event description:
Product analysis for the lead was completed and approved on 08/28/2015. A portion of the lead assembly including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Product analysis for the generator was completed and approved on 09/08/2015. The DHR shows that the pulse generator passed all specifications before it was released. The pulse generator diagnostics were as expected for the programmed parameters. The pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.